Manufacturer narrative:
Method: device was not returned for analysis and the lot number is unk. A ship history was performed for lots sent to the hosp where the incident occurred. Results: review of the ship history revealed eight possible lots for the device. No conclusion can be drawn from the mfg records.

Event description:
Boston scientific received info that chest x-ray revealed a pneumothorax. A chest tube was inserted. It was alleged that placement of this introducer resulted in the observed pneumothorax. The implant procedure was completed successfully.